Event description:
It was reported that the device was used during an unknown procedure.the seal dislodged from the sleeve at the start of the case. It was found and removed by the surgeon before the end of the procedure. Same device was used to complete the case. There was no consequence to the pt.